Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient was experienced elevated intraocular pressure with mild severity and was treated by medication. The symptoms were resolved. Procedure details were not reported.

Manufacturer narrative:
A check of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A check of the complaint records could not be performed because the lot number was not provided. The sample was not returned. Testing could not be performed. There was no sample was returned for evaluation. With no additional, related information provided, the customer reported event was not confirmed. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).